Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests passed. Voltage testing was performed and the transmitter has voltage. A review of the shared data log observed signal loss and sensor noise. The reported event that the patient reported that the transmitter was defective due to the amount of sensor issues was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient reported that the transmitter was defective due to the amount of sensor issues. Data was received for evaluation. However, an evaluation cannot be performed to confirm the reported issue. A root cause could not be determined. No additional patient or event information is available.